Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor error message was received on the adc device. Due to this, the customer was provided either insulin, glucagon and/or other medication for treatment by a non-healthcare professional. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that a sensor error message was received on the adc device. Due to this, the customer was provided either insulin, glucagon and/or other medication for treatment by a non-healthcare professional. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR report inadvertently was missing the no product returned  investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include no product returned investigation findings.